Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump went into threshold suspend. Customer's current blood glucose was 242 mg/dl. Sensor glucose reading was 41 mg/dl and blood glucose was 75 mg/dl, 58.62 percent difference. No further information reported.